Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following implantation of an intraocular lens (iol) the patient visual acuity 20/50-1 and j3 at 14" and j3 at 32". Refraction and current lens axis at 39 degrees, intended axis of 49 degrees. Astigmatismfix.com states to rotate the iol to 102 degrees with expected residual refraction of -0.27 -0.71 x 102 degrees. Additional information was requested and received stating that the lens was exchanged with a another lens in a secondary procedure.

Manufacturer narrative:
The root cause for the reported complaint could not be determined. No sample was returned for analysis. The file states that the lens was replaced with a different model and diopter lens. A malfunction has not been indicated or information provided that the lens was the cause of the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating there was complication of lens and complaining of peripheral shadowing.